Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61- improper use / mishandled by end user. Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call; customer stated that he did not require medical attention for the needle sticks. Customer was instructed to go to his local pharmacy to receive a credit. Informed the customer an envelope will be sent for return of the pen needles.

Event description:
Consumer reported complaint via e-mail; a call back was assigned for follow-up and resolution. Per customer e-mail: have used your pen needles for 9 plus months without any problems, however recently I refilled my script for 200 true plus pen needles. The first box I opened about 2 weeks ago I noticed that when I went to remove the needle from my levemir flex pen, that the needle would not stay in the clear plastic cap . I tried pushing it on harder, but that did not help any. Consequently I now have poked myself with your needles four times trying to get them off of my pens. The lot # is x56s6, .25 mm x 5mm, 31 g x 3/16. I have 2 boxes with 100 in each box. Exp. Date is 2022-07-01, (B)(4).